Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of stroke is listed in the emboshield nav6 instructions for use as a known patient effect. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the internal carotid artery with moderate tortuosity and moderate calcification. A filter of a large emboshield nav6 embolic protection system (eps) was deployed at the target site and angioplasty with an unspecified balloon catheter was performed. A 7-10 x 40 acculink stent was then deployed successfully. Post dilatation was performed and the eps filter was removed without issue. At the end of the procedure as the unspecified long sheath was being exchanged for an unspecified short sheath, the patient experienced symptoms of a cerebrovascular accident (cva) (speech disturbance, inability to move arms, and was incoherent). A cva was suspected and the patient was taken for a computerized tomography (cat) scan. The results of the scan were not available; however, no further intervention was required, the stent was confirmed to be patent and the patient was reported to be doing better a couple of hours post procedure. The patient self discharged themselves against medical advice the same day. No additional information was provided.